Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in october 2011. . The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device failed for an unrelated issue. The device failed volumetric accuracy testing associated with rite functional testing. The cause of the reported issue was determined to be due to deteriorated piston foam. To correct the issue, the piston foam was replaced. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.